Event description:
Literature: borowski a, littleton ag, borkhuu b, et al. Complications of intrathecal baclofen pump therapy in pediatric pts. J pediatr orthop, 2010;30(1):76-81. Summary: this article presents a retrospective review of the entire consecutive series of pediatric pts treated with intrathecal baclofen (itb) and pump implantation between 1997 and 2006 at one hospital. The aim of the study was to investigate and evaluate complications of itb pump implantation and maintenance in children with cerebral palsy and report the subjective opinions of parents/caregivers on the children. The 174 pts with a diagnosis of spastic cerebral palsy were included in the study. Reportable event: eight deaths occurred during the follow-up period. There was no evidence of pump or catheter malfunction and no evidence that the itb treatment contributed in any way to the deaths. No cause of death was reported.

Manufacturer narrative:
(B) (4).